Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-03980.

Event description:
It was reported that the customer received repeated sensor errors. The customer received a bad sensor alert after the initialization period while getting ready for bed. At the time, the sensor was inserted in the upper stomach. The bad sensor alert occurred after a second consecutive calibration error. The customer believes the error recurrences may be due to the fact she is finding it difficult to replace the sensors using her serter, which is not readily releasing them. The customer's blood glucose was at 153 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specification due to high readings.